Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt states when she plugs in the recharger (rtm) to the controller nothing will come on and screen goes black. Pt confirmed she charged up controller and the lith battery is in remote. Pt states when putting the paddle in controller screen went blank and pt states she also saw a message replace controller battery. Pt states she has not had the device on for 2 years. Pt mentioned she was admitted to hospital (B)(6) and stayed for 2 weeks. Pt reports her sciatic pain has been bothering her. Pt states she has fractures in her back and wants to get the unit working. Patient services (ps/pss) had pt troubleshoot and controller will not charge to wall and once rtm plugged in screen goes blank. A new controller was requested. No symptoms were reported. Additional information was received, it was reported they received the new controller today and they were trying to set up the controller, however when they got to the connect the recharger screen, the controller didn't come on at all. The controller was currently blank and not coming on. Pss had the pt disconnect the recharger from the controller, remove the battery pack from the controller and connect the ac power supply to the controller; pt confirmed that the controller powered on. Pss had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; the controller green light did not come on at all. The controller shut off as soon as the ac power supply was disconnected from the controller. Pt reconnected the ac power supply to the controller, however the controller green light still was not coming on at all. Pt stated that with the old controller when they were charging and everything a red icon came up on the screen in the middle and the screen said something about the battery. Pt stated that they had the battery pack in the old controller that hadn't been charged up for maybe two and a half years. Pt confirmed that the battery pack had not been replaced before. A new battery pack was requested. Additional information was received from the patient. Patient called stated she received all the external devices and wanted to make sure she is using them correctly and pair them up. Patient is recharging excellent, ins 30%, controller 90% charged. Patient stated she has been in pain since august due to not having the spine cord stimulation (scs) therapy. Ps reviewed how to adjust setting if necessary, ps confirmed therapy is on.

Manufacturer narrative:
Continuation of d10: product ID: 97745. (B)(6). Product type: programmer. Patient product ID: 97745bp. (B)(6). Product type: accessory section d: information references the main component of the system. Other relevant device(s) are: product ID: 97745. (B)(6). (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.